Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 902011 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 902011, devise part number 10732998/ lot 891883. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 902011 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported three (3) false negative results with the determine hiv-1/2 ag/ab combo on (B)(6) 2025 with a plasma sample. This MFR. Report addresses test two (2) of three (3). Confirmation testing was performed with unknown sample types on two cobas instruments six (6) times in total [three (3) times on each instrument] and generated positive antibody results. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported three (3) false negative results with the determine hiv-1/2 ag/ab combo on (B)(6) 2025 with a plasma sample. This MFR. Report addresses test two (2) of three (3). Confirmation testing was performed with unknown sample types on two cobas instruments six (6) times in total [three (3) times on each instrument] and generated positive antibody results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.